Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. There was no patient or user harm. In future hamilton medical ag will report an event similar to this issue as it will be preventively deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. A usage error (human intervention to place the device in standby) was identified to be at the origin of the issue. No correction was conducted on the device.

Event description:
Says vent went into standyby on own. Customer questions to FDA responses below device type and serial number (e.g hamilton t1, sn (B)(6) ) date of occurance (e.g on (B)(6)2018) time of occurance (i.e. Morning, between 8-11am) issue with vent (e.g. Shuts down, wont calibrate, etc) was the vent on a patient? - t1- sn (B)(6)- 3/14 5 pm - 9pm, "went into standby", yes was this event reported to the FDA?- not sure was there patient harm?- no was this unit bought from a third party vendor (not directly from hamilton)?- no when was the last pm/service of this device( may2019)?- just installed 12/2020 can biomed replicate problem?- haven't attempted service yet are logs available and can they send them to us?- sent through link provided steps biomed took to find/fix problems? (I.e. Checked flows, replaced parts, etc)- will troubleshoot with tech support if help needed